Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease folds, wear abrasion and one linear opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified: one smooth crease opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one smooth crease opening assessed as fold flaw opening.

Event description:
Physician reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was deflation.

Event description:
The device has been explanted.

Event description:
Physician reported left side deflation. The device has been explanted.